Event description:
Patient was having pain in her left knee and had a kinemax femur, kinemax baseplate with stem and cr kinemax insert. Surgeon wanted to revise the femur but did not want to revise the tibia as it was done in 2008. I told the surgeon that the femurs are no longer available and our only option would be to revise both the femur and the tibia. The surgeon voiced that she did not want to do anything with the tibia as the patient was (B)(6) yrs old and in a wheelchair and revising everything would do more harm then good. She then said that if we did not have any femur options, she would put in a triathlon ts with a stem. I advised that it would be completely off label. The surgeon said she was aware of that and wanted to proceed with the surgery. The femur was grossly loose and was removed. Tibia was well fixed but a large cyst was noted below the lateral side of the baseplate. Surgeon revised the femur to a triathlon ts femur size 4 with 100x16mm press fit stem, 2mm offset, 25mm stem extension, distal and posterior augments. A kinemax small 10mm cr insert was implanted and was stable in extension but loose in flexion. Surgeon was ok with the instability in flexion as the patient was a wheelchair ambulatory.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown kinemax femur. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding loosening involving an unknown kinemax femoral component was reported. The event was not confirmed. The device was not returned for identification or evaluation. A review by a clinical consultant indicated: "at revision the femoral component was loose. The available x-rays document a severe valgus instability of the right knee probably loose as well but due to absence of an adequate lateral x-ray this cannot be confirmed. Such a degree of some 16° valgus deformity is not compatible with proper functionality of the knee and as such complaints look evident and the indication for revision surgery adequate. The question why the kinemax femoral component loosened in the first place cannot be answered with current information. Soft tissues including knee ligaments become more atrophic with age and together with the progressive muscular atrophy, knee stability often declines at very high age. This is patient-related. More in general, revision due to instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee that may change with time. Device history review could not be performed as the device was not properly identified. Complaint history review could not be performed as the device was not properly identified. Conclusions: what exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be substantiated in this case due to lack of proper information. More specific radiological information including clinical examination findings and/or retrieval analysis may all help further to solve this case. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was having pain in her left knee and had a kinemax femur, kinemax baseplate with stem and cr kinemax insert. Surgeon wanted to revise the femur but did not want to revise the tibia as it was done in 2008. I told the surgeon that the femurs are no longer available and our only option would be to revise both the femur and the tibia. The surgeon voiced that she did not want to do anything with the tibia as the patient was (B)(6) yrs old and in a wheelchair and revising everything would do more harm then good. She then said that if we did not have any femur options, she would put in a triathlon ts with a stem. I advised that it would be completely off label. The surgeon said she was aware of that and wanted to proceed with the surgery. The femur was grossly loose and was removed. Tibia was well fixed but a large cyst was noted below the lateral side of the baseplate. Surgeon revised the femur to a triathlon ts femur size 4 with 100x16mm press fit stem, 2mm offset, 25mm stem extension, distal and posterior augments. A kinemax small 10mm cr insert was implanted and was stable in extension but loose in flexion. Surgeon was ok with the instability in flexion as the patient was a wheelchair ambulatory.